Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 325 mg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was scheduled for a pump replacement due to device being at end of life. When removing the pump it was noticed that there was no cerebrospinal fluid (csf) flowing from the catheter. The physician decided to remove the pump but left the catheter (tied it close), in order to get consent from the patient's mother to continue. Because the patient was fused from neck to pelvis, this would be a very difficult procedure and decided to do it another day, if needed. Patient was placed in the intensive care unit (ICU) for possible withdrawal. However, the patient was not believed to be getting any of the medication intrathecally. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. No actions, interventions were taken to resolve the issue. The issue was not resolved at the time of this report and surgical intervention did not occur. No symptoms were reported and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.